Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had frequent pain by their implantable pulse generator (ipg), in their chest and they could not sleep. It was further reported that the patient experienced shooting pain from the area of the device to the left shoulder. Additionally, the patient experienced shortness of breath. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.